Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000039603.

Event description:
It was reported that the patient was unable to place their system into MRI mode. Diagnostics revealed high impedances on one lead. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted and replaced to address the issue. Therapy was restored post procedure. It is unknown which lead attributed to this issue.